Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision due to liner wear and pain, disassociation of trunnion and head.

Manufacturer narrative:
(B)(4). An event regarding a wear involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; [...] All-in-all, this case cannot be solved with the current information but requires more clinical and especially radiological information, preferentially with adequate pelvis and lateral x-rays of the involved hip.[...] -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, serial x-rays, operative reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision due to liner wear and pain, disassociation of trunnion and head.